Event description:
Pt reported the infusion device piston rod went backwards during a bolus delivery. The first time this occurred, the piston rod went ¿a little bit¿ backwards and then the bolus was delivered. He has experienced elevated blood glucose for the past 2 days as a result and delivered insulin via pen as a correction. A blood glucose reading of 450 mg/dl was provided, but the date and time of the reading is unk. Pt has used this infusion device for 2 yrs and has not had any other problems. The infusion device was not dropped or exposed to water or electromagnetic fields. The correct type of battery is used. The infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.